Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that an extension tubing set that was connected to a PICC line was noted to be leaking after a flush and upon disconnection the end broke off. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a cracked and leaking set was confirmed. Visual inspection revealed a crack on the male luer spin collar perpendicular to the direction of the fluid flow. The crack extended about three-fourths of the circumference of the spin collar. The male luer tip was also found completely broken off. There were slight crush marks found on the spin collar and there were clear signs of stress on the male luer tip. Functional and dimensional testing was not feasible due to the damage. The cause of the leak was the crack on the male luer spin collar and the broken male luer tip. The root cause of the damage was not able to be identified.